Manufacturer narrative:
(B)(4).

Event description:
Customer reported to have received occlusion alarms on the date of event. Customer cleared the alarm by stretching the infusion set tubing. Insulin delivery was resumed.

Manufacturer narrative:
Tandem clinical diabetes specialist (cds) met with the customer on (B)(6) 2018 and reviewed the pump data. The customer reported to change the cartridge and infusion set every 3-4 days and cannula was changed every 3 days. The pump data showed the cartridge and infusion set were changed out every 7 days. The customer received multiple alerts (very low insulin alert, incomplete bolus alert, out of insulin alert, quick bolus alert) on (B)(6) 2017 and the cartridge was changed. The pump delivery was stopped by the medical personnel on (B)(6) 2018 upon admittance to the hospital. The cds turned the pump on and upon reloading the cartridge, it was found that the cartridge was not out of insulin, but had 120 units remaining in it. The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 1246 mg/dl and lost consciousness. Emergency medical technician could not revive the customer and transported the customer to the hospital. The high ketone level was considered as being dangerous by a healthcare provider. The critical care unit "hooked the customer up to different systems". Fluids and an insulin drip were administered. The customer alleged the pump was not delivering insulin and had run out of insulin without any alerts or alarms sounding. The customer and healthcare provider alleged pump was the cause of the event. The customer was discharged on (B)(6) 2018. High bg and high ketones were resolved. The customer reverted to insulin injections for insulin therapy.